Event description:
It was reported that the physician received a remote alert for out of range shock impedance (>200 ohms) from a competitor's right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic pocket manipulations and isometrics to verify the lead integrity and confirm the successful connection between the device and the rv lead. Because the high shock impedance was an isolated event and no other evidence of lead impairment was observed, the physician elected to continue with normal follow ups and remote monitoring. The patient was stable with no adverse consequences. The system remains implanted and in service.